Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker could not be interrogated after using multiple programmers and wands. It was noted that the patient did not have any recent procedures or radiation therapy. Technical services (ts) recommended testing for magnet rate. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker could not be interrogated after using multiple programmers and wands. It was noted that the patient did not have any recent procedures or radiation therapy. Technical services (ts) recommended testing for magnet rate. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this patient previously had a pacemaker upgrade and therefore the current device was from a different manufacturer and as a result, the boston scientific programmer could not interrogate the device. Therefore, there were no device anomalies with this pacemaker. This device remains in service. No adverse patient effects were reported. A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.